Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? : the hemorrhagic shock was observed. How many days postoperative was the bleeding identified? : about an hour after the surgery. What was the total estimated blood loss (ml)? : 700cc. Was a transfusion required? : yes. What was the pre and postoperative anti-coagulant and pain management protocol? : no further information is available. Was the bleeding intraluminal or extraluminal? : no further information is available. Did the patient have chemotherapy or radiation? : no further information is available. How was the pulmonary vein identified? : no further information is available. What is meant by lower pulmonary vein? : inferior pulmonary vein. Which pulmonary branch was divided and how was it addressed?: no further information is available. What devices were used and how were they used on vein? : pve35a was used to cut the inferior pulmonary vein. No further information will be provided." Which pulmonary vein was divided? : no further information is available. Was it the superior? : no further information is available. Where was cautery used on the vein, and where was the vascular stapler used on the vein? : no further information is available. What was the procedure? Please clarify.: vats right lower lobectomy. What was the state of the pulmonary vein stump at reoperation? : no further information is available. Please provide details on how the bleeding was addressed. : the procedure was converted to open and the anastomosis on the pv was performed to stop bleeding with the help from cardiac surgeons. No further information will be provided."

Event description:
It was reported that during a vats right upper lobectomy, the surgery started at 9:50 on (B)(6). Pa6 was resected at the 1st firing. Then the lower pulmonary vein was detached by the electric knife and the ligasure, and the pve35a was fired on the vessel at the 2nd firing. The surgery ended with no problem at 13:00. However, after the decannulation, the target tissue where the staples were deployed was broken and only 2 to 3 staples from the distal end of the staple line were remained on the tissue. Hemorrhagic shock occurred, and emergency open surgery was performed at 14:00 on the same day. The anastomosis for the pulmonary vein was performed to stop bleeding. The patient¿s (B)(6). The patient is a (B)(6) female. The height is 152 cm and the (B)(6). The patient is staying in the hospital and recovering as of (B)(6). This case was a case of lung metastasis due to the colon cancer. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient have chemotherapy or radiation? How was the pulmonary vein identified? What is meant by lower pulmonary vein? Which pulmonary branch was divided and how was it addressed? What devices were used and how were they used on vein? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.